Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(64). Analysis of the desktop charger, model 37761, s/n (B)(4), found cable assembly with metal connector at the end of cable broken off.

Event description:
A consumer reported seeing the poor communication screen on the patient programmer (pp), being unable to communicate with the implantable neurostimulator (ins) using the recharger (insr), and the power cord would not stay plugged into the insr with a noted broken/bent/loose connector pin. Stimulation was last felt a few days ago and the last successful charge session was a couple of weeks ago. The reason for not charging was unknown. It was reviewed if longer than 3 months the device may be in overdischarge and the consumer was directed to contact her health care professional. A replacement desktop charger was requested. Follow-up was being conducted to determine steps taken to resolve the reported issue. Indication for use included spinal pain and failed back surgery syndrome.

Event description:
Additional information received reported the patient was informed the device needed a jump start. The patient was sent a new box and new plug into the box adaptor. The hcp was going to call a manufacturer representative to set up an appointment to see what the problem was. The patient was waiting for a call from the representative.